Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: inflammatory reaction: additional therapy given for this adverse event: strengthen the dressing - enhance dressing change . Did the event prolong hospitalization?: yes . Outcome: resolved (B)(6) 2017 . Relation to the study procedure: not related . Osteoporosis: relation to the study device: not related . Relation to the study procedure: not related . Outcome: not recovered/not resolved.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: in regards to the inflammatory reaction event, can you please elaborate: was this event possibly related to the study device (stratafix)?yes was this event possibly related to the study procedure?yes or was the event possibly related to other causality? ¿ if yes, please elaborate. No if the event is possibly related to the study product (stratafix), please provide the following: date of procedure in which product was used (B)(6) 2017 . Name of procedure total knee arthroplasty . Product code, lot number sxpp1a406,kmz869; sxpp1a403 ,pm278 ; sxmd2b406 ,dvf530 ; anx12, ch427 . Past medical history hypertension,hepatic cyst,the left kidney cyst,thoracic spinal degeneration,lumbar degenerative change,osteoarthritis medical or surgical intervention performed due to patient symptom of inflammation. If no medical or surgical intervention was performed, please state n/a. Cefodizime sodium for injection,cefalexin capsules,cefmetazole sodium for injection,etimicin sulfate injection,strengthen the dressing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of the index procedure what were the current symptoms following the index surgical procedure? Describe the manifestations of reaction (location, severity, appearance, system or local reaction)? Onset date? Does the patient have known allergic history to medical device, food or medications? Has the patient demonstrated previous hypersensitivity or allergies to cyanoacrylate or formaldehyde? Was there any allergy testing performed? If yes, results? Where and how was the device used? (What layer of tissue)? Was there any issue noted with the stratafix pds plus? Describe the location and appearance of the reaction. Are any pictures available? Do you have any photos? Was dermabond used on patient in previous surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that during a clinical trial the patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and barbed suture was used. The patient experienced severe inflammatory reaction on (B)(6) 17. The patient was treated in the hospital with intravenous injection of bone peptides, cefodizime sodium injection, cefalexin capsules, etimicin sulfate injection and strengthen the dressing. It was reported that the inflammation resolved (B)(6) 2017. Additional information has been requested.